Manufacturer narrative:
Device evaluation concludes the complaint part (distraction tool se-184 b7239) has been manufactured with a critical dimension being over size, all available stock was checked and replaced where necessary. The distraction hole within subject implant has a manufacturing specification of 5.00 - 5.05 mm. A review of the distraction tool drawing identified the pin diameter specification for this instrument has two diameters; one at 5 mm and the other at 4.97 - 4.99 mm. Interpretation of the 5 mm specification allowed the pin to be manufactured at 5 mm, +/-.5, rather than the desired specification of 4.97 - 4.99 mm, which is required for insertion. The double dimensioning for the pin diameter may result in some distraction tool instruments not inserting the distraction hole as required. A clarification to the current design specification to remove double dimensioning has been identified. A clinical assessment been completed in relation to similar complaint (B)(4) for the distraction tool which was reported on medwatch reference 3004105610-2015-00078. The assessment was conducted by dr. (B)(6), on (B)(6) 2016. The clinical assessment concurs with the technical assessment in that the event identified could result in a less than 30 minutes delay in surgery at worst case, however, as the clinician has determined the overall hazard/risk to the patient as none to negligible, the delay in surgery has not been identified as a clinically relevant increase in the duration of a surgical procedure, in which the instrument is used. Thus, the manufacturer has concluded that the clinical assessment does not establish the stated issue as an incident which meets the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It has been reported that while disassembling the stem from the shaft, the distraction tool temporarily lodged in the hole of the shaft, but was subsequently released. Please note the initial MDR for this event included 2 issues stem diameter and distraction tool. This complaint has been split into 2 to address both issues separately. (B)(4) addresses the stem diameter issue (3004105610-2016-00049), (B)(4) addresses the distraction tool (3004105610-2016-00157).